Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges dislodged from the pump. Additionally, it was reported that a cartridge alarm (alarm 1) occurred during the load sequence. A cartridge change was performed resolving the alarm. Customer's blood glucose level was in the 300's mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.